Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's right hip was revised due to radiolucency of the shell and suspected loosening of the shell. The shell, a screw, liner, and biolox head were revised. Rep confirmed that there are no allegations against the revised liner or shell. Rep also confirmed the explants may be available for return, pictures can be provided, and that no further information will be released by the hospital or surgeon.